Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional top identified that it had fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.